Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm who performed pm replaced the helium regulator assembly which resolved the issue. The stm then re-verified that all calibration, functional and safety tests were passed per factory specifications, and the iabp was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that after a getinge service territory manager (stm) successfully completed a scheduled preventive maintenance (pm) on the cs300 intra-aortic balloon pump (iabp), a small helium leak was observed. There was no patient involvement and no adverse event was reported.